Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194101400 on (B)(6) 2011. Mesh removal occurred on (B)(6) 2011. Patient's legal representative stated hypertrophic vaginal tissue, pyuria, exposed suburethral mesh, ui, dissolving stitches inrt anterior vaginal wall, pyuria, foul vaginal odor.